Manufacturer narrative:
The unit passed the displacement test. However, the unit was unable to be primed during the prime test and had a motor error alarm during the basic occlusion test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. There were minor scratches on the lcd window.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with motor error during the fill tubing process. The patient's blood glucose at the time of incident was 332 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind the pump. However, there were two motor errors found in the alarm history within the past month. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.